Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shut down after delivering a shock to a patient. We are considering this to be a serious injury as the shock was life-saving, additional shocks were required, and another defibrillator needed to be used to complete treatment.